Event description:
The manufacturer received information alleging a ventilator powered on without keypress activation when the device was connected to ac power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.